Manufacturer narrative:
The specimen was collected in 3 ml bd vacutainer tube and was analyzed the same day in cassette presentation. Controls were run before and after the incident and results were within specifications. The instrument is currently performing within quality control (qc) specifications. Previously-run patient samples were not rerun to confirm accurate back to the last acceptable control run. Raw data files have been received for further evaluation, but analysis is still pending. Beckman coulter field service engineer (fse) was not dispatched for this event. Failure mode of this event is unknown.

Manufacturer narrative:
Beckman coulter is providing an additional information for MDR #: 1061932-2013-01124. Raw data analysis results: three sample runs for the same donor were received. It is unknown from the event description what the expected neutrophil % or eosinophil % values were. The inconsistency in the results reported arises from marked changes in the shape of the rotated light scatter (rlsn) neutrophil distribution among the three runs. The neutrophil population distribution in rlsn appears non-symmetrical and wider than usual. Artifacts in the neutrophil rlsn scatter distribution can be caused by changes in the granulation of neutrophils among other things. The algorithm generated a review flag for the first run, an abnormally high eo% of 72.3 and a left shift and immature gran for the third run. Failure mode is the neutrophil population distribution in rlsn appears non-symmetrical and wider than usual. Artifacts in the neutrophil rlsn scatter distribution can be caused by changes in the granulation of neutrophils among other things. The inconsistency in the results reported arises from marked changes in the shape of the rlsn neutrophil distribution among the three runs.

Event description:
The customer reported to beckman coulter (bec) that a patient sample was tested on the unicel dxh 800 analyzer and gave an instrument generated r flags for the differentials. The sample was rerun on another dxh800 instrument, giving low neutrophils (ne%) and high eosinophils (eo%) counts without an instrument generated messages and the results were reported out of the laboratory. The results were questioned by the physician. The sample was rerun again the next day on the original instrument and those results were reported out as a corrected report. A manual differential was not performed. There was no death, injury or effect to patient treatment.